Event description:
It was reported that the customer had issues with the battery in her pump. Customer's blood glucose level was 181 mg/dl. Customer stated that over the last 2 weeks he has been getting battery out limit alarms. Customer had gone through 6 batteries and the pump has just alarmed again. Customer stated that pump alarmed during normal use. Customer stated that he gets the alarm after a battery change as well. It was explained that the alarm may indicate a loose battery cap. Customer stated that he does not have any other batteries and the pump will not allow him to do any functions as the battery level shows depleted. Customer also received a failed battery test. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.